Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) it was reported that since implant of their current device, they have had blood and puss coming from the incision site. The patient requested their medical records be sent to a new doctor. They were redirected to their doctor to work on getting the medical records transferred to the doctor they are looking to work with. No device issues were reported. Additional information was reported that the patient was kicked out of his doctor's office, for being 8 pills short on count. The patient noted they were not worried around the patient's pain of their infection. The blood and puss coming out of the incision site was not resolved. No further information was reported.